Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got a low while hospitalized on (B)(6) 2019 with blood glucose of 52 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported a sensor that did not blink and bleeding at the sensor site. The customer had been of the pump for a week and a half prior to the hospitalization on (B)(6) 2019 for diabetic ketoacidosis. The insulin pump will not be returned for analysis.